Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod. No specific treatment information was provided. The device was reportedly leaking insulin during wear.

Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be damaged due to stretching. The soft cannula therefore measured longer than expected, 34.13mm in length, due to the damage to the soft cannula. Additionally, the unexposed part soft cannula was found to be damaged with a tear 14.38mm above the nailhead. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.